Event description:
Customer reported a low ma error, and the cd/dvd player will not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.